Event description:
(B) (6): customer reports via phone that during a procedure, there was a noise and fluoro and power went out. Patient was at the end of the procedure, but did have to be moved to another room for completion. Customer declined to provide any further information with regards to patient and procedure. Potential for injury exists.

Manufacturer narrative:
Liebel flarsheim manufacturing report: fse found out that the hospital had experienced a power surge, with lights going out for about a second. Hospital staff heard a loud bang come from generator and then console displayed error 52. Fse found blown fuse f3 and f4 on drac interface board. Fse replaced drac interface board, verified generator operation, checked power, fluoro, digital spot and tube warm ups. Determined that the system was operation according to manufacturer specifications per service manual 4041003-l. Returned to full service by the customer.